Event description:
It was reported that a minimum fill notification occurred with multiple cartridges during the load sequence. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.